Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient advised the 16fr intermittent catheter caused pain and discomfort. No medical intervention was reported. As per additional information received via follow-up on (B)(6) 2022, it was stated that the 16fr was just not the right size and that patient had been fine since switching to a 14fr. The pain that patient experienced resolved with no medical treatment.

Event description:
It was reported that the patient advised the 16fr intermittent catheter caused pain and discomfort. No medical intervention was reported. Per additional information received via follow-up on 02aug2022, it was stated that the 16fr was just not the right size and that patient had been fine since switching to a 14fr. The pain that patient experienced resolved with no medical treatment.

Manufacturer narrative:
Per investigation finding, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.